Manufacturer narrative:
An initial investigation was conducted using the glucose data synced by the customer to the data management system (dms), the cloud-based platform supporting the eversense system. The analysis indicated that system performance had deviated from its expected behavior. To further investigate the issue and identify the root cause, a return material authorization (RMA) was issued to retrieve the sensor for evaluation. However, the sensor was not returned to senseonics. A further review of the sensor raw data indicated optical instability around the time of the complaint, which likely contributed to the inaccuracy observed. No further investigation was possible for this complaint as the sensor was not returned. As part of resolution, the user was offered a sensor replacement. B4. Date of this report: 04 sept 2025. G3. Date received by the manufacturer? 04 sept 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of an incident where the patient complained of inaccurate sensor reading the patient observed measurement deviations between cgm and blood glucose (bg) and provided the below set of examples for review. Date / time / sg value / bg value: a) (B)(6) 2025 10:29 am 64 mg/dl 89 mg/dl. B) (B)(6) 2025: bgm: 92 mg/dl. Cgm: 74 mg/dl. Time: 8:56 am before breakfast. C) (B)(6) 2025: bgm: 90 mg/dl. Cgm: 68 mg/dl. Time: 9:22 am after breakfast. D) (B)(6) 2025: bgm: 89 mg/dl. Cgm: 52 mg/dl. Time: 11:03 am. E) (B)(6) 2025: bgm: 77 mg/dl. Cgm: 54 mg/dl. Time: 11:26 am. The case was escalated to next level support where a return material authorization (RMA) was issued for sensor replacement due to possible deviation in the system performance from the normal behavior.